Event description:
On (B)(6) 2013, synergeyes received a complaint from the od stating that the patient had to go to the emergency room in order to have his contact lens removed. The patient was fitted with synergeyes lens: ck45m-0900 and on (B)(6) the lens was shipped to (B)(4) eye care center. The patient did not immediately pick up his lens, instead the patient picked up the lens in (B)(6) 2013 without seeing the od for dispensing (verify fit, instructions for insertion/removal, and care instructions) for the lens. In (B)(6) 2013 (date cannot be confirmed), the patient still had not yet been to the od for dispensing. The patient had trouble removing the lens and went to the emergency room on his own accord to have the lens removed. The emergency room physician was able to remove the lens. The patient was seen by the od on the following days: (B)(6): the od determined that the patient had scratched his cornea and sought treatment to relieve the pain. The patient was prescribed vigamox and tobradex; (B)(6): the patient was still in pain and photophobic. The patient's visual acuity improved; (B)(6): patient described his pain as throbbing and at a level 9. The patient was prescribed ciloxan eye drops. However, the patient did not pick up the medicine as he could not afford the drug; (B)(6): the patient's visual acuity was improving; (B)(6): patient was prescribed loramox. The patient stated that he still had not picked up the ciloxan drops; (B)(6): the patient stated that he felt better.

Manufacturer narrative:
The lens was measured for base curve and power. The results demonstrate that the lens met the labeled parameters. Results of the surface inspection determined that there were no defects on the lens.